Event description:
Reportedly, on (B)(6) 2025, the smarttouch tablet has latencies and freeze during ventricular threshold tests. The time necessary to stop the test is higher than usually.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event as the programmer works correctly and is able to perform and stop ventricular pacing treshold pacing test without issue. Review of the files is still ongoing, results are not available yet.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event. The programmer is able to communicate, interrogate and perform threshold test without issue (no freeze, latencies or error). Review of the extracted files show that one ventricular pacing threshold test did not stop correctly even if the user clicked on the stop button. It seems that it encountered a freeze issue, however, the origin of this freeze could not be found. The main hypothesis is that a temporary glitch or a windows issue prevented the press on stop button from being transmitted to the programmer. The main origin of the reported event could not be established with certainty. The programmer will follow the normal workflow at the after sales service and will return back to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the smarttouch tablet has latencies and freeze during ventricular threshold tests. The time necessary to stop the test is higher than usually.